Manufacturer narrative:
(B)(4). Date of event corrected from (B)(6) 2015. Initial date received by manufacturer corrected from 05/29/2015 to 06/02/2015. (B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and one additional incident was identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that during device preparation and prior to use in the anatomy, the armada 35 balloon dilatation catheter (bdc) exhibited a leak at the hub area. The device was not used, so there was no patient involvement or a clinically significant delay in procedure. A different device was used in the procedure without reported issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.